Event description:
It was reported that the right ventricular lead experienced increased thresholds, and intermittent and high sensing. The lead was removed and replaced. No patient complications were reported as a result of this event. It was later reported that the lead was oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed and no anomalies were found. The defibrillation conductor was distorted. There was blood/body fluid on several conductors (not obstructed); inner tubing was kinked/buckled; exposed defib coil had white substance; outer insulation had cosmetic depression; helix/lobe was distorted/bent; blood in/on the helix/lobe mechanism and mechanism (sleeve head). Tip seal observation and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead experienced increased thresholds, and intermittent and high sensing. The lead was removed and replaced. No patient complications were reported as a result of this event. It was later reported that the lead was oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.